Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the cartridge was difficult to load and the instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.